Event description:
It was reported the customer's buttons were unresponsive on their insulin pump. The customer stated they did not drop, bump, or expose their insulin pump to water. The customer's blood glucose was 9.3 mmol/l. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd connector. The insulin pump has received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.